Manufacturer narrative:
Submit date: 09/29/2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze padcustomer reports: raytec from the minor pack was shedding. During a surgery the shedding material got in the surgical site.

Manufacturer narrative:
Submit date: 03/15/2017. The customer did not provide the product code and the supplier confirmed that the reported lot number was incorrect therefore we could not perform a device history record review. There are no photographs or samples provided for further investigation. The possible root cause would be the cutting blade moved during the cutting process, so the gauze was pulverized resulting in loose contamination. The supplier has taken following actions to fix the cutting blade: add a more robust cleaning process after the cutting process and provide additional inspection.